Event description:
It was reported that the patient had critically low potassium and was in and out of torsades. The pulse generator was successfully converting the arrhythmias. The local representative was asked to check the device while the patient was in the emergency room. Upon interrogation, a software update began. During the software update, the patient went into another episode of ventricular fibrillation. The pulse generator did not deliver therapy because it was undergoing a software update at the time. An external shock and chest compressions were given and the arrythmia was successfully converted. Technical services discussed the event with the local representative. It was discussed that pulling the programmer wand away would have stopped the update, however, it still could have been 1-2 mins before therapy was back on. The patient is doing fine. There were no additional adverse patient effects. The device remains implanted.